Event description:
On (B)(6) 2012, the reporter (patient's mother) contacted animas reporting that the patient was currently in the hospital for dka. The patient had woken up this morning with a 494 mg/dl blood glucose (bg) result with 'excessively high' ketones with symptoms of stomach pains, upset stomach, and felt like vomiting. The reporter drove the patient to the emergency room (ER) and the patient was admitted. The patient was kept on the insulin pump for basal rate only and was treated with insulin injections for boluses. Later in the afternoon, the patient's bg went down to 184 mg/dl but after eating her bg went back up to 370 mg/dl. The reporter stated that they are having trouble 'clearing' the patient's ketones. The patient's bg at the time of the animas call was back down to 230 mg/dl. While at the hospital, the patient's infusion site, set, cartridge, insulin and battery were changed. The reporter indicated that the patient's previous infusion site appeared normal. The hospital was in the process for testing the patient for any other possible secondary infections. At this time, the reporter was unsure of the cause of the patient's high bg. The reporter did not have the insulin pump with her at the time of the call so no further troubleshooting with the insulin pump was done. Animas encouraged the reporter to contact animas to troubleshoot the pump. Animas made 3 attempts to the reporter to troubleshoot the pump and as of (B)(4) 2012, animas has not been able to contact the reporter to troubleshoot the pump. Based on the information provided at this time, it is unknown what contributed to the patient's high bg. This complaint is being reported because the patient allegedly was hospitalized for dka while using the pump. The pump was not available for troubleshooting; therefore, a possible malfunction cannot be ruled out at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.